Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the alaris pump and pcu displayed different rates during an insulin infusion. The pcu displayed the correct rate of 1.3 units/hour and the channel (lvp) display was frozen and read 1.4 units/hour. The patient impact is unknown.